Manufacturer narrative:
The insulin pump passed the displacement test and self test. No audio anomalies or hardware low-level failures alarms noted during testing. Audio levels changed when adjusted. No hardware low-level failures alarms found in insulin pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer's blood glucose value was 6.5 mmol/l. Customer reports they did not hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.